Manufacturer narrative:
H3: product has not yet been returned. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2005 alleging that her one touch ultra meter was reading inaccurately erratic. The patient reported blood glucose results of "249 mg/dl, 161, mg/dl and 189 mg/dl" with the lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and /or <=20 mg/dl, thereby indicting a potential malfunction of the meter in terms of precision. The customer care advocate verified that the test strips were within expiration date, stored properly, and not opened longer than the discard date. The unit of measurement and calibration code were set correctly. The cca walked the patient through two consecutive control solution tests and the results fell outside the specificed range. The meter, test strips, and control solution were replaced.